Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was shutting off, and that despite changing the battery, the issue continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: a review of the black box showed several rebooting incidents had occurred. The voltage at the time of the reboots was above the alarm/warning threshold voltage. Visual inspection revealed that the battery compartment was cracked. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete testing. The test cap was able to attach securely to the pump. The pump was exercised for 24 hours with no power issues occurring. The pump casing was opened and there was no damage found to the power circuit. The complaint of power issues could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the bolus button cover was torn and the display screen was dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.